Event description:
It was reported that the user experienced an urgent low glucose after receiving injections of long-acting and rapid-acting insulin from a healthcare provider and reconnected to the ilet after two hours, which led to insulin stacking. The low was treated with oral glucose. The user was educated on proper procedure and to wait at least 24 hours before reconnecting to the ilet after administering long-acting insulin. Symptoms included hypoglycemia with confusion and a lowest reported glucose of 39 mg/dl lasting approximately 30 minutes. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem due to an improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.